Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was prepared for use during a colonoscopy procedure performed on an unknown date. According to the complainant, during preparation, when the device was opened, it was noticed that the snare loop appeared to be shredded. The procedure was completed with another captivator cold snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.